Event description:
Philips received a complaint on the heartstart xl+ indicating that the self-test failed. There was no patient involvement at the time the issue was discovered. Based on the results of the analysis provided by customer, the product was confirmed to be operating per specifications, and the cause of the reported problem could not be determined. The issue was resolved by performing the self-test again. A review of the service history for this device shows that the problem has not been reported again for this device.

Manufacturer narrative:
Phone number: (B)(6).